Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump may have displayed battery issues and a message to enter the biomed passcode. There were no adverse events reported.